Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD had migrated 5cm from the original position. No further information is available at this time.